Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight and how infection was being treated, but it could not be obtained. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient developed an infection at the ipg site. As a result, surgery occurred to explant the device to address the issue.